Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that white foreign materials appeared immediately after the ultrasound (us) oscillation and continued to appear throughout the us during the cataract [with intraocular lens (iol) implant] surgery. The foreign materials were mostly removed from the eye during the initial surgery, but some of them remains inside the eye. The surgery was completed by replacing the us tip, sleeve, and handpiece. The patient did not experience inflammation, and the postoperative visual acuity (va) was good, due to this surgical intervention not required. The current patient condition was unknown. This report pertains to sleeve involved in this reported event.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. The two infusion sleeves were visually and microscopically examined, and the presence of foreign material was confirmed. Microscopic examination shows a clear fiber approximately 1.2-millimeter (mm) in length on the interior surface of the sandwiched sleeve and numerous white particles up to approximately 250-micrometer (¿m) in length on the interior surface both sleeves. The clear fiber was isolated and analyzed using microscopic fourier transform infrared spectroscopy [micro fourier transform infrared (ft-ir)]. Comparison of clear fiber¿s generated infrared (ir) spectra to a library of spectra finds the best match to be cotton (natural fibers). The white particles were isolated and analyzed using the tescan scanning electron microscope (sem) equipped with an oxford energy dispersive x-ray spectrometer and spectral analysis along with visual characteristics suggest the white particles are dried salts/minerals. Salts/minerals likely originated from the balanced salt solution (bss) solution used during surgery. Clinical information review this customer has reported there were ¿white particles found in eye, at the beginning of ultrasound for cataract surgery.¿ the ultrasound (us) tip, sleeve, and handpiece were replaced. The foreign materials were mostly removed from the eye during the initial surgery. There was no post-operative inflammatory response. The visual acuity (va) was ¿good.¿ a secondary procedure was not required. The patient will continue to be monitored. Photo¿s one (1) and two (2) were submitted, entitled ¿sleeve before replacement ultrasound (us) connection side.¿ both photos depicted unidentifiable white particulates (under a microscope view) inside a pink sleeve. Photo three (3) was submitted, entitled ¿sleeve before replacement irrigation/aspiration (I/a) connection side.¿ there were no particulates unidentified in this photo (under a microscope view). Photos four (4), five (5), and six (6) were submitted, entitled ¿sleeve after replacement us connection side.¿ all three (3) photos depicted unidentifiable white particulates (under a microscope view). Photos seven (7), eight (8), nine (9), and ten (10) were submitted entitled ¿us handpiece irrigation connector photo of foreign body adhesion.¿ all five photos were of the irrigation line connection end of a phaco handpiece, which shows a white fibrous appearing material, lining one side of the inner port. The material is unidentifiable (visually). The system is intended for use in cataract lens extraction and iol injection surgical procedures. This system allows the surgeon to emulsify and aspirate the lens in the eye, while replacing aspirated fluid and lens material with balanced salt solution (bss). This process maintains a stable (inflated) eye chamber volume. Using system controls, the surgeon regulates the amount of energy applied to the handpiece tip, the rate of aspiration, vacuum, and the flow of bss irrigating solution. The operator¿s manual includes the warnings: use of bss irrigating fluid bags other than those approved by company for use in the active fluidics system can result in patient injury or system damage. Consumable items used with the system during surgery are designed to be used once and then discarded, unless labeled otherwise. Sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. The equipment used in conjunction with the company disposables constitutes a complete surgical system. Use of disposables other than company disposables may affect system performance and create potential hazards, and if it is determined to have contributed to the malfunction of the equipment under contract, could result in the voidance of the contract and/or invoicing at prevailing hourly rates. The balanced salt solution (bss) directions for use (dfu) includes the warning: single patient use only. The contents of this bag should not be used in more than one patient. The system is a closed system. It is operated with a sterile single use consumable cassette which is designed to isolate the patient fluid path from the console itself. Any surgical instrumentation that would come into contact with the patient would be cleaned and autoclaved by the user prior to surgery, per standard industry practices and company directions for use (dfu). There is no evidence that the design or manufacturing of the system or phaco handpiece contributed to the reported event. The phaco handpiece directions for use (dfu) includes the recommendations: thoroughly clean the handpiece before initial use and immediately after each subsequent use. Do not store or allow the handpiece to dry after use, until thoroughly cleaned. Preparation for point of use cleaning (immediately after use): step 1 remove the irrigation and aspiration tubing from the handpiece. Step 2 unplug the handpiece connector from the console and install the protective cap. Step 3 remove the infusion sleeve and tip from the handpiece using the tip wrench and discard according to surgical facility guidelines. The operator¿s manual notes consumable items used with the system during surgery are designed to be used once and then discarded, unless labeled otherwise. All packs contain directions for use (dfu). It is important to read and understand dfu¿s prior to use. In all cases, the instrument setup instructions contained in the manual should be thoroughly understood prior to using any of the pack configurations. Precaution: if an inconsistency exists between the instructions in the operator¿s manual and the directions for use (dfu) supplied with a consumable pack or accessory, follow the dfu. The operator¿s manual includes a warning: sterile disposable medical devices should not be reused! These components have been designed for one time use only; do not reuse. Potential risk from reuse or reprocessing the following products labeled for single use include: phacoemulsification tips - reduced tip cutting performance, presence of tip burrs, fluid path obstruction, and foreign particle introduction into the eye. The investigation conducted a non-conformance review of the reported lot number. No deviation was identified that would have contributed to this event and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. The reported material could have originated from anywhere with the customer's surgical suite and the salts/minerals likely originated from the bss solution used during surgery. After investigation of this complaint no corrective action is required at this time as the root cause is not known. In addition, routine training and awareness is conducted with all manufacturing associates to reinforce the importance of wearing proper personal protective equipment (ppe) and maintaining clean work areas. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).